Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the pediatric patient underwent balloon dilatation of pulmonary artery on (B)(6) 2016 and suture was used to close the muscle. Following the procedure, the patient experienced infection with staphylococcus aureus. The patient received treatment and has been discharged. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide the lot numbers for vcp726d used for this patient. Vcp726d, jk7082. What was the result of culture of chest infection site? (B)(6) infection. What is the current condition of the child? Unknown. Was any medical or surgical intervention performed on this patient? Wound clean and re-sew wound.